Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a drg permanent implant procedure a lead migration was noted in the final imaging. During the implant (B)(6) 2023 the physician decided to explant the lead and upon removal it was found the lead had fractured. A new lead was implanted to address the issue. Therapy was restored, and procedure was extended by approximately 10 minutes.